Manufacturer narrative:
(B)(4). The customer reported they were unable to see anything on the display. There was no report of pt involvement. The device was evaluated at philips and the symptom was verified. The power pca was replaced to resolve the reported issue.

Event description:
The customer reported they were unable to see anything on the display. There was no report of pt involvement.